Event description:
It was reported lead was explanted due to insulation damage and sensing noise. Muscle contraction was observed during stimulation. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.